Event description:
Report received of an incident involving an orderly who was pulling a liner out of a canister and body fluids, with both blood and body secretions splashed in the orderly's face. The fluids were from a patient with a diagnosis of hepatitis c. The reporter stated the incident occurred on the evening shift and orderly was not there to witness the event but spoke with the orderly. Reportedly, when the orderly removed the suction tuning from the liner the fluids splashed in the orderly's face. The orderly reported no problem with loss of vacuum or the liner tearing incorrectly from the liner. He stated that protective gear (goggles and mask) is used when handling the used product, however the orderly didn't know if the orderly had donned the gear. There was no report of patient harm or adverse patient effect. The orderly reportedly was seen by a physician and returned to work the following day. The orderly had unspecified blood testing performed, the results are pending. He stated that the employees will be given another inservice on handling the canisters and liners. Although requested, no further information was available.